Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered and delivered a correction bolus during sleep mode. Customer¿s blood glucose level was 50-54 mg/dl; requiring third party assistance. Paramedics arrived solely to monitor the customer. No additional treatment was provided by the paramedics. Reportedly, the customer consumed carbohydrates to address bg level. Recommendation was made to consult with a healthcare provider to discuss diabetes management.